Event description:
Customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. They tried to treat with a bolus but resorted to manual injections. Customer was treated with an IV drip at the hospital. Customer was wearing the insulin pump at the time of the hospitalization. He was not in an accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.